Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flowrate accuracy in the biomedical service department. The expected and actual infusion time, volume and flow rate were failed pm volumetric test 4 times over 21ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: the accuracy error percentage based on the customer values was 8%. An overinfusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation sent the device to flowline for flow rate accuracy testing. With a delivery rate of 40 ml/hr and vtbi of 20 ml with a runtime of 30 minutes the test resulted in 20.776 ml which is an error percentage of 3.88%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.